Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and cervical radiculopathy. It was reported that over a period of twelve years the patient felt overmedicated between the pump and oral medications. The event date was noted to be the date of the pump's implant, (B)(6) 2005.

Event description:
Information was omitted pertaining to (B)(4) removed. Additional information received from consumer on (B)(6) 2016 stated patient felt overmedicated while pump was implanted because patient was advised by healthcare professionals (hcp) at (B)(6) about medicine levels being extremely high. Hcp's office was closed down and everything was "seized" led to the patient feeling overmedicated. It was stated by having the pump removed resolved the feeling of being overmedicated. Patient stated, "pump was detoxed at (B)(6) hospital."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.